Manufacturer narrative:
Please note: the catalog and lot number/(s) for the actual product/(s) used in the procedure are unknown. An investigation is in process to retrieve this information. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00332 and 1058196-2010-00333. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
When withdrawing the enterprise vrd from the prowler select plus microcatheter, in order to reposition the microcatheter the stent stuck in the microcatheter hub. The prowler plus microcatheter had been advanced until the distal part of the parent vessel and the enterprise vrd was advanced into the microcatheter. When the floppy (distal tip) of the enterprise delivery was moved out of the microcatheter there was no 'safety space' that the wire could move to and it was not possible to choose the posterior cerebral artery or another branch. Therefore the system was pulled back to ensure that the microcatheter could be moved to a safer distal position. It was during the withdrawal of the enterprise at this point in the procedure that the stent deployed in the microcatheter. No further clinical or procedural information has been provided in response to multiple investigative efforts. The prowler select plus microcatheter was not returned for analysis and the lot number is not known; therefore a device history record review cannot be completed. The reported withdrawal difficulty could only be evaluated with the returned delivery wire. There was no resistance/friction with functional testing using a lab sample microcatheter. The returned enterprise system did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the microcatheter into the introducer. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. If the introducer is not fully seated and secured in the hub of the microcatheter during the withdrawal process, it will expand and deploy in the hub of the microcatheter. Based on the available information with no difficulty inserting into the microcatheter and the analysis of the returned device, it appears that procedural factors contributed to the event. There is no indication of a relationship to the device design or manufacturing process. Therefore, no corrective actions will be taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00332 & 1058196-2010-00333.

Event description:
The doctor used prowler plus microcatheter and pushed it until distal part of base artery and loaded to enterprise 22mm. Floppy tip was moved to out of the microcatheter. There was no safety space that the wire could move, and it was not possible to choose posterior cerebral artery or another branch; so the system was pulled back to ensure the microcatheter can be moved to a safer distal point. At this stage, the hub came back but the stent was stuck on the micro catheter's (prowler plus) hub.